Manufacturer narrative:
Complaint conclusion: as reported, a 120cm outback elite re-entry catheter was inserted and the user tried to remove it but was unable to. The system was then removed as a whole and replaced with another outback elite catheter and that was able to be removed. The lesion was the superficial femoral artery (sfa) which had a chronic total occlusion (cto). A contralateral approach was made. A non-cordis sheath and a non-cordis guidewire were used. There was no reported patient injury. The device was not returned for evaluation. A product history record (phr) review of lot 18005695 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cto catheter system-withdrawal difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as operator technique, or vessel characteristics, although unknown, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback® elite re-entry catheter. Excessive calcification at the site of re-entry may impair performance.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18005695 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 120cm outback elite re-entry catheter was re-entered and attempted to be removed; however, it could not be removed. Therefore, the system was removed as a whole and replaced with another outback elite catheter, and it could be removed. There was no reported patient injury. The lesion was the superficial femoral artery (sfa) which had a chronic total occlusion (cto). A contralateral approach was made. A non-cordis sheath and a non-cordis guidewire were used. The device will not be returned for evaluation as it was discarded due to hospital regulation.